Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found instrument operable for sample processing upon arrival. Fse performed a splld on both the primary and reagent racks and in addition ran a dummy plate. Fse was unable to duplicate the error. Instrument is operating as expected. No repairs needed.